Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec34-i10l-us available in the united states with a 510k number (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in (B)(6) stating there was "no video image" involving pentax medical video colonoscope model ec34-i10l, serial number (B)(4). The customer responded to customer service request for additional information via email on (B)(6) 2021 and stated the reported no video image occurred during pre-inspection check. There was no report of death, serious injury or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on (B)(6) 2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint and documented the following inspection findings: ccd circuit board corrosion, leak at # 1 remote control button cover, image distorted, failed wet leak test, bending rubber glue cracking at distal side, bending rubber glue cracking at insertion tube side, failed dry leak test, hole in # 1 remote control button cover, insertion tube mild crush at stage 1, insertion tube mild crush at stage 3, pve electrical connector frame mild corrosion, segment has mild crush, mild moisture on pve electrical connector frame, air/ water nozzle glue worn. The device underwent repairs including the following components: o-rings and seals, pcb for ccd drive pb-free, electrical connector assy, remote control button (1). The endoscope is awaiting repair and approved by final qc as of(B)(6) 2021. (B)(4), serial number (B)(4) has been routinely serviced at a (B)(6) facility since the device was put into service. The endoscope was manufactured in the (B)(6) facility on (B)(6) 2015 and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2015. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.